Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmission revealed that that the implantable cardioverter defibrillator (ICD) exhibited far r wave over-sensing and the right ventricular lead showed noise oversensing resulting in pacing inhibition. Programming changes were made. The patient was in stable condition.